Event description:
It was reported the device's vacuum sleeve failed and the patient experienced a skin burn. During the procedure to treat a renal cell carcinoma (rcc), an iceforce 2.1 cx 90 degree needle was chosen for treatment. General anesthesia was administered at the start of the procedure. It was reported the device's vacuum sleeve failed and that ice was observed on the needle shaft. Patient's skin was burned, the degree of burn is unknown. The procedure was cancelled/reschedule due to this event.

Manufacturer narrative:
Manufacturer address 1: tavor building 1, industrial park. Device evaluation by manufacturer: functional testing was unable to be performed conventionally because the needle cable was cut. The needle was disassembled, and the vacuum sleeve was stuck within the shaft and unable to be removed. The vacuum sleeve tester was inserted into the needle shaft and frost was observed forming on the needle shaft, indicating a failure of the vacuum sleeve component. The vacuum sleeve tester rod was unable to be completely inserted through the vacuum sleeve, indicating some sort of blockage within the vacuum sleeve. The needle was viewed under x-ray, since the vacuum sleeve was unable to be removed from the needle shaft, and it was observed that the vacuum sleeve was collapsed and flattened within the undamaged needle shaft. The reported event was confirmed.

Event description:
It was reported the device's vacuum sleeve failed and the patient experienced a skin burn. During the procedure to treat a renal cell carcinoma (rcc), an iceforce 2.1 cx 90 degree needle was chosen for treatment. General anesthesia was administered at the start of the procedure. It was reported the device's vacuum sleeve failed and that ice was observed on the needle shaft. Patient's skin was burned, the degree of burn is unknown. The procedure was cancelled/reschedule due to this event.